Event description:
It was reported that the patient went to the bathroom, so treatment paused. On return, the patient stated PICC site was nippy as if the prongs were digging in. Dressing slightly loose. Dressing removed & redressed for patient comfort & site was clean & dry. Patient stated he was still experiencing the same nippy pain at the site. Arms assessed & measured r arm 2 cm bigger than left but no pain/redness whilst touching arms. Due to ongoing niggly pain & swelling of r arm, discussed with PICC placer who agreed to assess PICC site alongside doctor. Tx not recommenced. Confirmed extravasation, so policy followed. Volume infused 279.2 ml. Observations stable bp elevated by similar to previous readings. Attempt to draw back made no return. PICC line removed measuring at 49 cm. Fracture noted in line. 1351- co-codamol administered x2 30/500 mg. Ko/jmcm pin cushion technique performed. Heat compress applied as per policy. Patient for f2f follow up in triage tomorrow. Sent home with hydrocortisone cream & co-codamol & informed to not apply cream tonight due to pin cushion technique being performed & puncture wounds. A new PICC insertion is scheduled pre next treatment. Device secured with securacath. Patient treated as per management of sact extravasation guidelines.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak was confirmed. The product returned for evaluation was one 4 fr single-lumen powerpicc solo catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue may occur due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated, and a split was observed near the 11cm depth marker. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: damage which was circumferentially aligned. Fracture edges which were rounded and polished due to repeated material wear. 'C' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together. Overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing). Repetitive kinking of the indwelling catheter appears to have contributed to the observed leak; however, the specific circumstances surrounding how kinking developed into a fracture within the catheter tubing were ultimately unknown. This complaint will be recorded for future trending and monitoring purposes.